Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have a damage tip cover at the base location. Additional observation related to the customer reported complaint: visual inspection confirms the presence of a detached fragment. The tip cover segment that contains the silicon overmold and a piece measuring at approximately 3.10 mm x 3.90mm was missing and not returned with the instrument. Root cause of this failure mode is attributed to user. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer experienced an issue with the monopolar curved scissors instrument the customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wheel did not rotate.